Event description:
Provider states bearings rusted out, fork on front came out rear bearings are rusted through. Provider states needs to be replaced for safe and functioning mobility. No additional information provided.